Event description:
Additional information received indicates the ipg was reported on manufacturer report number 3006705815-2020-31776.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable as it would no longer communicate with external devices. As the result, the patient may undergo surgical intervention to address the issue.